Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported no leakage occurred in the flushing tube before use, but after implantation in the human body, the flushing tube was found to be leaking at 40cm, and a new catheter was re-implanted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed; however, the cause could not be determined. One 4fr groshong nxt clearvue catheter was returned for evaluation. An initial visual observation revealed the catheter was returned in five segments. Use residue was observed on the sample. A necking of the catheter tubing was observed near the 40cm depth marking. Tensile weakness was noticed between the 12-15cm depth markings on one piece and the 15-17cm depth markings on another piece. A microscopic observation revealed a significantly small hole and whitening near the 40cm depth marking. The catheter was dissected, and two significantly small holes were observed on the inner wall, one which was the same hole seen from the outer wall of the catheter, and a smaller one, suggesting incomplete perforation of the catheter wall. The fracture surface of the segments of the catheter revealed some striations, suggesting the use of a sharp instrument to cut it. A jagged and granular fracture surface was also observed, suggesting a tensile break. These multiple fractures were likely caused when removing the catheter from the patient and/or to prevent the leaking catheter to be reused. The two holes observed on the returned sample suggests a possible stylet/instrument damage; however, without definitive evidence, the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.